Event description:
It was reported that the procedure was being performed in the intensive care unit. The catheter was being inserted into the pt's subclavian. During insertion, the puncture needle broke w/o any force applied directly at the luer connector. The device was removed and a new set was used. There was no delay in treatment and no pt injury or complications reported. No medical/surgical intervention was required. It was noted, the pt expired but the device did not cause or contribute to the pt's demise.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.